Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, a root cause could not be determined. The following descriptions for reprocessing are included in the device IFU: chapter 3 compatible reprocessing methods chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope (and related reprocessing accessories) chapter 6 reprocessing the accessories chapter 7 reprocessing endoscopes and accessories using an aer/wd olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. The blood tests of all 3 patients were negative. Rinsing was immediately done in the treatment room, then within 2 hours of the procedure the pre-cleaning was completed by performing: a leak test, brushing the channels using one-time use medi-globe interdental brushes(medi-globe (green) type gac-02-03-230), and olympus interdental brushes(bw400b) 2-3 times (method immediately adapted to single use), then flushed with the olympus adapter, wiped the outside and then flushed the channels again with a water gun. Endohigh detergent (wassenburg/dr. Weigert) was used. The pre-cleaning unit dörr was maintained once a year (done in july 2023), during which dosage was checked according to manufacturer's specifications. The endoscope was leak tested prior to manual cleaning using an olympus mu-1 leak tester. The automatic endoscope reprocessor (aer) used was a wassenburg wd440 pt, clear of defects. The last maintenance/reprocessing and subsequent validation for the aer was in april 2023. The disinfectant solutions used with the endoscope was endohigh gta. Minimum effective concentration was checked during maintenance and validation (twice at 2 times per year). There has been no change in the facilities reprocessing personnel since the last on-site visit by an olympus endoscopic support specialist and reprocessing personnel were properly trained on how to reprocess an endoscope. The device was stored in the dryer (wassenburg) until use.

Event description:
The event occurred during the beginning of a therapeutic endobronchial ultrasound procedure. There was a small delay to take another scope out and the procedure was completed with another device.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had a poor image and contamination. Three patients were treated with this device, possibly the last two patients with a contaminated device and grain of contamination that came from the first treated patient. There were no reports of patient harm. This report is related to linked patient identifier (B)(6).

Manufacturer narrative:
An olympus representative went to the customer site to inspect the device and found some contamination on the lens, which caused the dark image. A grain of contamination was removed with a cotton swab with some 70% alcohol and after that, the normal image was back again. The device was reprocessed and dried. These patients were to be informed when they received the results of the examination at the outpatient clinic. At that time, blood would be taken and if infected, this would be reported to the competent authority. The chance of infection was believed to be very small. The device is not expected to be returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.